Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer reports that the end of the feeding tube popped off where the syringe connects to the feeding tube. The tube was still in the patient. The tube was removed from the patient and replaced with a new tube.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The reported issue was confirmed. A root cause can be due to a lack of solvent in the assembly of the connector and catheter. The solvent dispenser system has been updated as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.